Manufacturer narrative:
Qn#(B)(4). No evaluation of the device or DHR review can be performed as the device was not returned and no lot number provided. Therefore, the complaint cannot be verified or valid.

Event description:
It was reported that after the shield was deployed, sutures were retrieved, the shield device was removed from the defect and the sutures came along with it.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after the shield was deployed, sutures were retrieved, the shield device was removed from the defect and the sutures came along with it.